Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that device had a possible leakage around the fitting. The device would not get up to pressure, and used two different hoses. The event occurred during procedure. There was no harm reported and no delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on june 6, 2018, it was reported that device had a possible leakage around the fitting. The device would not get up to pressure, used two different hoses. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on august 28, 2018 revealed that there were slight dings on the head sides and corners. There were some nicks in the area the blade oscillates. The 2 inch and 3 inch width plates were dinged in the graft collection area. There were no leaks present. The motor speed was within specifications but towards the lower end of the spec. The master blade was above the control bar and the calibration was out of specifications at the zero setting only. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review it was noted that there were no leaks present and the device operated within motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that there were no leaks present and the device operated within motor speed specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.